Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent dislodgement occurred. The physician advanced the 2.50x24mm taxus liberte stent to the left circumflex (lcx) and while trying to cross the lesion, the stent dislodged from the stent delivery system (sds). The physician was able to snare the dislodged stent from the pt's body and successfully complete the procedure with a non bsc stent. No additional pt complications were reported with the pt's current condition listed as "good".

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.